Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. A 5.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).